Manufacturer narrative:
A ge service representative performed an on site investigation. The popping sound was reproduced, but could not duplicate the saturation fault. Regreased hv cables at both ends. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system experienced a saturation fault and a popping sound was heard. System was rebooted than ok. No report of patient injury.